Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances measurements out of range. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances measurements out of range. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The physician was made aware of the issue and planned to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem field to add additional information received from the field.